Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(6).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable infusion pump. The indication for use of the device was for malignant pain and cancer pain. The concomitant medications and patient history were not reported. The call was for compatibility guidelines, as the patient was having an MRI and gamma knife treatment due to pain. It was noted that there was a suspected problem with the device or therapy. The patient had a history of melanoma with "mets" to the spine and has increased pain due to the disease advancement. No other information was given regarding this event. If additional information is received this report will be updated.